Manufacturer narrative:
No product has been returned. And a valid serial number has not been provided. The serial number as reported by the customer ((B)(6)) was found to have been rejected and scrapped, during the manufacturing process. This particular serial number never completed the manufacturing process. And was never distributed. It is not possible, that the reported serial number could have been processed to a finished kit. And shipped to a customer. If product is returned, an investigation will be performed.

Event description:
Customer reported, that the adc freestyle libre 2 sensor detached from the adhesive. After (B)(6) days of wear. Customer further reported, that she experienced sleepiness. And subsequently, lost consciousness. And was woken up by her children or dog. Customer was treated with glucose by children. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre 2 sensor detached from the adhesive after 9 days of wear. Customer further reported that she experienced sleepiness and subsequently lost consciousness, and was woken up by her children or dog. Customer was treated with glucose by children. There was no report of death or permanent injury associated with this event.